Event description:
Nursing is reporting several instances of continuous renal replacement therapies (crrt) bags bursting. In one report, the nurse wrote, "we have had multiple nxstage crrt bags break open while popping them for use. In this particular incident the spill attributed to a family member falling." In another report, the nurse wrote, "I was attempting to mix the dialysis bag to place on the crrt machine. When attempting to mix the dialysis solution the bag split open on the edge, when it should have opened inside of the bag to allow the electrolytes mixing with the solution. When it split open, the smaller portion of the bag containing the k+ ruptured with enough force to soak the front of my shirt, spray my face and get all over the floor. It was not enough for it to happen once, but the very next bag did the same thing. After I went home I noticed I had what appeared to be a mild chemical burn to both breasts where the solution soaked into the bra. I equate it to a medium sunburn."

Event description:
Nursing is reporting several instances of continuous renal replacement therapies (crrt) bags bursting. In one report, the nurse wrote, "we have had multiple nxstage crrt bags break open while popping them for use. In this particular incident the spill attributed to a family member falling." In another report, the nurse wrote, "I was attempting to mix the dialysis bag to place on the crrt machine. When attempting to mix the dialysis solution the bag split open on the edge, when it should have opened inside of the bag to allow the electrolytes mixing with the solution. When it split open, the smaller portion of the bag containing the k+ ruptured with enough force to soak the front of my shirt, spray my face and get all over the floor. It was not enough for it to happen once, but the very next bag did the same thing. After I went home I noticed I had what appeared to be a mild chemical burn to both breasts where the solution soaked into the bra. I equate it to a medium sunburn."

Event description:
Nursing is reporting several instances of continuous renal replacement therapies (crrt) bags bursting. In one report, the nurse wrote, "we have had multiple nxstage crrt bags break open while popping them for use. In this particular incident the spill attributed to a family member falling." In another report, the nurse wrote, "I was attempting to mix the dialysis bag to place on the crrt machine. When attempting to mix the dialysis solution the bag split open on the edge, when it should have opened inside of the bag to allow the electrolytes mixing with the solution. When it split open, the smaller portion of the bag containing the k+ ruptured with enough force to soak the front of my shirt, spray my face and get all over the floor. It was not enough for it to happen once, but the very next bag did the same thing. After I went home I noticed I had what appeared to be a mild chemical burn to both breasts where the solution soaked into the bra. I equate it to a medium sunburn."